Event description:
Procedure performed: gallbladder surgery. Detailed description of event: gisteren is tijdens een galblaas ok geconstateerd dat het retrieval system (endocatch 10mm), met ref. Cd001 geen zakje aanwezig was. Het betreft batchnummer 1364580. Het systeem is bewaard en kan eventueel opgehaald worden. Translation ame: yesterday during a gallbladder surgery, it was noticed that the retrieval system (endocatch 10mm), with ref. Cd001 did not have a bag present. It's concerning batch number 1364580. The system has been kept and can be picked up if necessary. Additional information received from fitm by email on 22nov2019: moment of discovery was inside the abdomen. No damage was done. Patient status: no patient injury. Intervention: unknown.

Manufacturer narrative:
The event unit was returned to applied medical for evaluation without the tissue bag. Applied medical is unable to confirm that the product was distributed to the customer without the tissue bag. Applied medical has reviewed the details surrounding the event and the returned unit and is unable to determine the root cause of the event. The probability and criticality of harm resulting from this failure have been evaluated and were found to be at an acceptable level.

Manufacturer narrative:
The event device is anticipated to return. A follow-up report will be provided upon completion of the investigation.

Event description:
Procedure performed: gallbladder surgery. Gisteren is tijdens een galblaas ok geconstateerd dat het retrieval system (endocatch 10mm), met ref. Cd001 geen zakje aanwezig was. Het betreft batchnummer 1364580. Het systeem is bewaard en kan eventueel opgehaald worden. Translation ame: yesterday during a gallbladder surgery, it was noticed that the retrieval system (endocatch 10mm), with ref. Cd001 did not have a bag present. It's concerning batch number 1364580. The system has been kept and can be picked up if necessary. Additional information received from fitm by email on 22nov2019: moment of discovery was inside the abdomen. No damage was done. Patient status: no patient injury. Intervention: unknown.